Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned in the small vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear and red surgical residue. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was exchanged for a longer lens due to low vaulting and lens rotation on (B)(6) 2017. The problem was resolved.